Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the target lesion was located in the proximal right coronary artery (rca) and was 80% stenosed. Two guide wires were positioned in the rca. Despite multiple predilatations in the area of the proximal rca, the stent could not be advanced in the severely calcified vessel; therefore, the guiding catheter was switched, and after the positioning of a new guide wire, the 3.5 x 12 mm stent was advanced; however during the attempt to cross the stent dislodged in the ostium of the rca. The stent implant was able to be advanced to the lesion stenosis with a slightly inflated balloon catheter. After gradual dilatation in the stent with the balloon catheter, and post dilatation with an nc balloon was performed, the intervention result was good. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. No additional information was provided.

Manufacturer narrative:
(B)(4). The inability to cross a lesion/difficulty removing the sds can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, an interaction with a previously implanted stent, interactions with other devices, and accessory device support. Additionally, potential factors that can contribute to stent dislodgement within the body include, but are not limited to, improper or inadequate crimping at manufacturing, improper technique or handling during sheath removal and preparation for use, or interactions with accessory devices, patient anatomy or previously implanted stents. Although the return of the promus stent delivery system (sds) may have assisted in determining a conclusive cause, there was no report of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to experienced difficulties. Additionally, the lesion was reported as severely calcified, which likely contributed to the difficulty advancing the sds and subsequent stent dislodgement. The stent likely interacted with the calcified lesion during advancement, then, as the sds was retracted, the stent became disrupted on the balloon and dislodged. A review of the finished device lot history records and a query of the complaint handling database was performed. Evaluation of the data indicates there are no lot specific product quality deficiences. The failure to cross and stent dislodgement are likely related to operational context.